Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, openings. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed, wear abrasion observed, white calcification and black particles observed, on the surface of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "possible deflation". And exchange from textured to smooth, due to the patient's concern with the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "possible deflation" and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "possible deflation" and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.